Event description:
It was reported that the insulin pump had scrolling numbers during a bolus attempt. The blood glucose reading was 114 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. The customer stated that she had a back up insulin pump available. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.